Event description:
A malfunction alarm identified as "malf 9" was reported, with no notable events occurring prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.